Event description:
A report was received that the patient underwent a revision procedure with new ipg. Reason for revision was unknown. No further information will be provided to bsn.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg), model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2218-70, serial #: (B)(4) description: linear st lead, 70cm.